Event description:
It was further reported that the subject presented at the time of the index procedure due to an inferior wall mi. In (B)(6) 2011, during index procedure, the 2.50 x 16 mm taxus element stent was undersized at the time of its implantation. It was reported "the stent was probably undersized at the time it was implanted when she presented with acute mi." In (B)(6) 2011, the subject presented with angina and was hospitalized on the same day. Angiography without revascularization was performed~ corrected from (B)(6) 2011. In (B)(6) 2011, the patient continued to experience jaw pain. It was reported that "the patient has developed a degree of re-stenosis at the site of her stent, but this is unlikely to have been a particularly early phenomena and it is difficult to be certain whether her ongoing 'jaw pain' is in anyway related to the re-stenosis in her right coronary. Given the fact that her arteries have been shown to be very irritable, the patient was treated with amlodipine in addition to her current regime."

Event description:
It was further reported that post index procedure, the subject was re-hospitalized in (B)(6) 2011, a target vessel revascularization was completed. The patient was discharged in (B)(6) 2011.

Event description:
It was further reported on (B)(6) 2011, the patient presented with stable angina and was referred for cardiac catheterization. Coronary angio graphic results revealed 75%-94% stenosis of the distal right coronary artery (rca). The restenosis of the previously placed study stent was treated with placement of a 3mmx38mm taxus element stent with 0% residual stenosis. The patient was discharged the following day on aspirin and clopidogrel.

Event description:
(B)(4). It was reported post a stenting treatment procedure, restenosis occurred. The patient presented at the time of the index procedure due to angina. Cardiac catheterization revealed a 100% stenosed 15mm long lesion, bifurcated lesion located in the right posterior descending artery (pda) with a reference diameter of 2.75mm. This was treated with placement of a 2.5x16mm taxus element stent and a non study stent with 0% residual stenosis. The patient was discharged one day later on aspirin and clopidogrel. In (B)(6) 2011, the patient experienced angina. In (B)(6) 2011, the subject was hospitalized and angiograph revealed a degree of re-stenosis at the site of the stent. The subject is to be medically treated with calcium channel blockers, but if pain persists further intervention may be completed on the re-stenosis of the rca. In (B)(6) 2011, the subject was re-admitted with jaw pain, it was reported that there was no ECG changes and troponin blood test was negative. The subject was and discharged one day later. The subject is scheduled for a consultant review in (B)(6) 2011.

Manufacturer narrative:
Updated: describe event or problem. (B)(4).

Manufacturer narrative:
Correction: in (B)(6) 2011, the subject presented with angina and was hospitalized on the same day. Angiography without revascularization was performed~ corrected from (B)(6) 2011. (B)(4).

Manufacturer narrative:
Patient identifier: (B)(6). Event date: (B)(6) 2011. (B)(6). Device is combination product device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).